Manufacturer narrative:
A sample from patient 2 is no longer available. Further investigation for patient 2 cannot be completed. The customer is no longer having issues and no performance problems were identified with the instrument or the cysc test.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 1 patient tested for cysc tina-quant cystatin c gen.2 (cysc) on a cobas 6000 c (501) module. Erroneous results were reported outside of the laboratory to the physician who classified the results as implausible. The sample was sent to a partner laboratory for verification where the high cysc results were not reproduced. Refer to data titled "patient results" for the erroneous results and other relevant tests at the time of the event. The high cysc results were not used for diagnosis or therapy decisions. The patient was not adversely affected. The c501 module serial number was not provided.

Manufacturer narrative:
The patient sample from (B)(6) 2017 was submitted for investigation. The customer's cysc result of 6.31 mg/l was reproduced during the investigation. The results for iga, igg, igm and si2 were normal and do not suggest an interference in the sample. Product labeling states levels of cysc are sensitive to changes in thyroid function and should not be used without knowledge of the patient's thyroid status. Thyroid parameters were measured on a modular 170 instrument at the investigation site. The tsh and ft3 iii results were within the reference range but the ft4 ii result was slightly above the reference range. A specific root cause was not identified. It could not be excluded that changes in the patient's thyroid function affected the cysc results. Based on the results of the investigation, a general reagent issue can be excluded. A product problem was not found.

Manufacturer narrative:
The customer provided data for an additional patient where the results from protein electrophoresis also showed an abnormal pattern. This patient is female and will be documented as patient 2. Patient 2 had been tested on (B)(6) 2016 and (B)(6) 2016. Patient 2 was tested on a c501 module with serial number (B)(4). Patient 2 medications were gabapentin, detrusitol, vitamin c, clindamycin, bactrim, salvia, metronidazol and clexane. There was no allegation that an adverse event occurred related to patient 2. The customer stated this patient was not taking any unusual medications. The customer had decided to not release cysc results for any patients unless external quality controls were performed. On (B)(6) 2016 patient 2 had a cysc result of 0.77 mg/l from the external laboratory using the beckman coulter method. This sample was sent for electrophoresis. A new sample was obtained from patient 2 on (B)(6) 2017 and there were discrepant results between the external laboratory using the beckman coulter method and the roche method used at the customer site. The cysc result from the c501 module at the customer site was 1.08 mg/l. The result from the beckman coulter method was 0.79 mg/l.

Manufacturer narrative:
Date of birth was updated. There was an additional cysc repeat result from the c501 module on 06/22/2017 of 6.35 mg/l. Upon a follow up call with the customer, it was clarified that the results from (B)(6) 2017 and (B)(6) 2017 were from the same sample and not separate samples as was originally stated. Since the date of the event, the customer has tested the patient several times in the customer's laboratory and at the partner laboratory using the beckman coulter method. Additional discrepant results were generated. Refer to attached data titled "additional results" for these additional erroneous results along with other relevant tests. The patient has been provided some medications and undergone examinations to clarify the disease. Electrophoresis and immunofixation tests were also performed on the sample. It is not known if the sample in question was obtained immediately after medication was provided to the patient. The customer believes only oral medication was provided but this is not clear. Calibration and quality control data was acceptable.